Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that her battery will not charge in the charger. Support asked the patient to download and was unable to find any problems in the data. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is still underway. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.